Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. After review of the downloaded data, it was confirmed that the patient received four inappropriate treatments at 11:59:39, 12:00:34, 12:01:06, and 12:01:33 on (B)(6) 2015. Motion artifact contributed to the false detections. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient continued to wear the lifevest. There is no indication that the patient sought medical attention.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no information to suggest that the patient sustained a serious injury. They continued to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Usage: monitor: sn (B)(4), 04/2013 - reuse; electrode belt: sn (B)(4), 06/2012 - reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.